Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device is scheduled to be repaired by the approved business partner asp in taiwan when they receive the replacement parts. This claim will be re-opened for investigation if the device is received at zoll chelmsford.